Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 13mm amplatzer septal occluder was selected for implant using a 7f unknown delivery system. During procedure, the occluder deformed with a cobra shape. The occluder was massaged, but the deformation persisted. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was removed. The occluder was exchanged for a new 13mm amplatzer septal occluder, which was successfully implanted. The patient was reported to be in stable condition.

Event description:
N/a

Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.